Event description:
Percutaneous cryoablation of 10 cm diameter liver tumor (metastatic colorectal). Physician used six 2.4 mm cryoprobes. Repositioned probes 3 additional times under CT guidance to ablate tumor. Patient was fine in recovery. Several hours later patient bled internally, then transferred to ICU. Patient subsequently died. Autopsy finding attributed cause of death to be cryoshock syndrome.